Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that the venous connector on the catheter has cracked while in the pt. The catheter had to be pulled and replaced with a new one.

Manufacturer narrative:
An investigations is currently underway; upon completion, the results will be forwarded.